Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-air - corrected brand name: base unit, servo-air d4 ¿ version or model #: previous version or model #: servo-air - corrected version or model #: 6882000. The device was investigated on site, during troubleshooting the high oxygen concentration was confirmed as the device alarmed for a too high oxygen concentration. To address the issue, the o2 gas module was replaced. After replacement, the device no longer delivered excessively high oxygen concentrations and passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the reported concentration issue. The replaced o2 gas module was returned for further investigation. During simulated use testing, a successful pre-use check was first conducted. After passing, ventilation was performed. It became evident that the measured o2 value was always slightly higher than the set oxygen level, i.e. Measured 83% o2 when the set value was 80% o2 and measured 87% o2 when the set value was 85% o2. To further analyze the o2 concentration problem, the o2 gas module was placed inside a test system. The test failed in parts where the nail value was out of specification, indicating that the nozzle unit membrane inside the o2 gas module is sticky, which in turn can lead to a pressure spike that affects the o2 concentration. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used to regulate the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it, thus causing a delay in release. The nozzle unit should be replaced during the annual preventive maintenance or after 5000 hours of operation, whichever occurs first. Based on the analysis of the received logs and the filter within the gas module, it appears that preventive maintenance has been executed in accordance with the prescribed instructions. Consequently, the probable cause of the stickiness is early wear of the membrane. The root cause for the membrane stickiness is unknown.

Event description:
Manufacturer's ref: (B)(4).